Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod less than an hour. The adhesive completely separated from the infusion site (leg), causing the cannula to dislodge. Details regarding treatment were not provided.

Manufacturer narrative:
Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.5cgm sensor type: data not available